Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: a review of the black box showed no call service alarms. Moisture was found behind the display lens. The pump powered up with auditory and vibratory alarms, and a blank display. The call service alarm issue was unable to be adequately investigated due to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.